Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, cracked battery tube threads, a scratched case, a cracked select button keypad overlay, a scratched keypad overlay and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm insulin flow block. Customer's blood glucose was 28 mmol/l. The customer has not treated for high blood glucose. The customer stated that they had a back up plan. The customer stated that the alarm occured during basal. The customer stated that the alarm resolved by a complete set change. The customer also reported via phone call that they had high blood glucose. Customer blood glucose was 22 mmol/l. The customer was treated with injection. The customer stated that on the cannula there is a white area in the middle of the tubing laike discoloration. The customer was advised to locate the tubing clamp and assisted with performing the high pressure test. The test failed twice. The customer was advised that the device would be replaced. The customer to revert to a back up plan and treat.